Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00910, 3005168196-2020-00911, 3005168196-2020-00912, 3005168196-2020-00914, 3005168196-2020-00915.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ib endoleak in the in lumbar artery using lantern delivery microcatheters (lanterns), ruby coils, a non-penumbra sheath and a non-penumbra selective catheter. It was noted that the patient¿s vessel anatomy was elongated and tortuous. During the procedure, the physician advanced lantern to the target vessel using the sheath and selective catheter. While advancing a ruby coil through the lantern, the ruby coil became stuck at the marker band on the distal end of the lantern. Therefore, the ruby coil and lantern were removed together from the patient. The physician then advanced a new lantern into the target vessel. While advancing a new ruby coil through the lantern, the ruby coil became stuck at the marker band on the distal end of the lantern; therefore, the ruby coil was removed. It was reported that after removing the ruby coil from the lantern, it was noticed that the ruby coil was damaged and was unable to be retracted back into its introducer sheath. Next, the physician advanced another ruby coil through the lantern, but the ruby coil also became stuck like the first two ruby coils. Therefore, the ruby coil was removed. After the three unsuccessful attempts to embolize the lumbar artery, the physician decided to just fill the endoleak sac with coils. The physician then repositioned the lantern into the endoleak sac and attempted to advance a new ruby coil; however, the ruby coil became stuck at the distal tip of the lantern. Therefore, the ruby coil and lantern were removed together from the patient. It was also reported that after removing the ruby coil from the lantern, it was noticed that the ruby coil was damaged and was unable to be retracted back into its introducer sheath. The procedure was completed using additional ruby coils, pod packing coils (pod pcs) and another microcatheter . There was no report of an adverse effect to the patient.